Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue. However, the pump site was infected. Drainage was present and the incisional wound, device pocket, was opening. No diagnostic troubleshooting or testing was performed. It was unknown if the issue was resolved or the cause of the issue. The explant was planned for (B)(6) 2014. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information has been requested. It was confirmed that the pump was explanted and the type or cause of the infection was not known.